Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery and motor alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the motor error occurred while looking at the tv. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.